Manufacturer narrative:
Device discarded. Device history record review did not show any issues.

Event description:
During pretest cycle we face 3 shaft frosting and we change it to complete the procedure. About 1 hour delay in the procedure. We discard all damage probes.